Event description:
Per the audiologist, in january 2008, the pt reported "flashes" that began in 2007. The pt stated that these flashes occurred with and without the sound processor being turned on, and that they were caused by people with "handphones or computers tracking" or "sending signals" to him. The pt's sound processor was reprogrammed multiple times, but the problem was not resolved. The results of an integrity test in 2008, showed normal receiver/stimulator function with multiple electrode anomalies. It was noted that these results did not explain the pt's reports of "flashes" when the sound processor was not in use. Per the surgeon's report, the pt was scheduled for explantation/reimplantation surgery four months later. No further info has been provided.

Manufacturer narrative:
This report was filed on august 22, 2008.